Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she keeps getting no delivery alarms on the insulin pump. Customer's blood glucose was 420 mg/dl at the time of the incident. Customer treated with a pump bolus. Customer stated that she got a no delivery alarm last name and she took a manual injection to treat. Customer has changed the set and that did not seem to resolve the issue, so she did not change it this time. Customer stated that manual injections are what bring her blood glucose down. Customer stated that she has been getting no delivery alarms for the past 4-5 days. Customer changed the set and reservoir. Customer's blood glucose was 300-400's mg/dl since the no delivery alarms. Customer stated that she uses a syringe if need be. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to troubleshoot for high blood glucose. Customer stated that she will change everything out and bolus.